Event description:
The customer reported that the system displayed an x-ray on in error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock controller printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.